Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between 01/01/2008 and 10/23/2010 of complaints for additional reportable events. This MDR is for analyzer 2 of 2. See MDR #1061932-2011-01370 for analyzer 1 of 2. The raw data associated with this sample run were requested but not provided. The root cause of the erroneous results is unknown.

Event description:
The customer reported that the lh750 hematology analyzer failed to provide any instrument-generated differential flags for one patient sample through blast cells (1%) and other immature cells were seen upon manual differential review. The lh750 instrument results were requested, but were not provided. The erroneous test results were not reported out of the laboratory. There were no reported changes to patient treatment associated with this event.